Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.

Event description:
It was reported that the vascular stent implanted in (B)(6) 2012 for treatment of a 100% occlusion of the left sfa, was found to be totally occluded. Two successful re-vascularization procedures resulting in 10% residual stenoses were performed in 2013; however, due to an ulceration of the left foot, an amputation of the 4th digit of the left foot was necessary. Reportedly, the patient's condition improved after the procedure. The relation of the vascular stent to the adverse event is unknown but possibly related.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided for evaluation. Therefore, the reported event could not be reproduced. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. Restenosis of a stent may be caused by various factors and may occur inside non-defective stents that have been correctly placed. Restenosis may be related to the general condition of the patient or to the vascular conditions of the patient. In this case the patient had a history of vascular disease. Restenosis may also occur inside stents that were placed with an irregular strut pattern. Insufficiently or not performed balloon dilation may be contributing factors. Based on the information provided, a definite root cause for the event reported could not be identified. In reviewing the labeling supplied with the sample it was found that the instructions for use (IFU) sufficiently addresses this potential risk by indicating that arterial occlusion/ restenosis of the treated vessel is a potential adverse event that may occur. The IFU also mentions balloon pre and post dilation: 'post stent expansion with a pta catheter is recommended.' And 'predilation of the lesion should be performed using standard techniques'. As a result of the investigation performed the complaint is inconclusive. A definitive root cause for the reported event could not be determined. (B)(4).

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample was returned. Images showing an implanted stent in the left sfa and a restenosis were provided. The images also show a poor blood flow from the iliac artery down to the foot. Single stent struts are not visible but the stent appears homogenous in diameter and contrast. No indication for an irregular stent placement or stent defect was found. It can be confirmed that the vessel was occluded, however, no indication for a device relation could be determined. Potential factors that could have led or contributed to the event reported have been evaluated. Previous investigations of similar complaints have been reviewed. A restenosis of a stent may be caused by various factors and can occur inside non-defective stents that were correctly placed. A restenosis may be related to the patient's general condition or the vascular condition. In this case, the patient had a history of vascular disease. Restenosis may also occur inside stents with an irregular strut pattern. An insufficient or not performed balloon-dilation also may be a contributing factor. Based on the information available and the evaluation of the images provided, a definite root cause for the reported event could not be determined. The IFU indicates that arterial occlusion/restenosis of the treated vessel is a potential adverse event that may occur. Also the IFU sufficiently describes the correct application of the device. Furthermore, the IFU states: "post stent expansion with a pta catheter is recommended." And "pre-dilation of the lesion should be performed using standard techniques." (B)(4).